Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient had all poly and mesh cemented acetabular cup that was loose and worn, and a pca cementless long stem. The all poly acetabular shell was removed and the head was removed."